Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged breathing/short of breath,felt particles hitting his mouth when wearing mask.the device continues alarming until unit is unplugged,device will not turn on/device not functioning.there was no report of serious or permanent harm or injury.additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/08/2023.the device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer the heater plate did not get warm and appeared to be not working.the device provided airflow initially, but after the first time of running therapy, the device did not run properly again. At the second attempt to run therapy, the device beeped twice and then rebooted, then the device continuously beeped until the alarm button was pushed and the device had to be repowered on to try again. The second attempt to initiate therapy and every attempt after that resulted in the device alarming and showing an error on the display - ventilator inoperative.during disassembly of the rotary knob,became broken. The button could no longer be pushed down to try to start therapy.there is unknown dust-like contamination at the air inlet.the right panel assembly and the air outlet port has dust-like contamination on them and in the outlet port.the ui knob area had dust-like contamination, unknown brown pieces of contamination and fibers or hairs around it and under it.pca (printed circuit assembly) had slight dust-like contamination all over the top of it.j9 connector - pin 5 had a burn mark on it and pin 5 had corrosion on it..pca j5 copper edge pins have unknown corrosion on them.dust-like contamination on the top of the blower box lid and surrounding area.dust-like contamination on the top of the blower motor and inside of the bottom enclosure and on top of some of the sound abatement foam, that is visible.mass of hair/fiber and thick dust-like contamination was observed at the input of the iso port that was blocking airflow to the humidifier.blower box had tiny dust-like fibers and contamination on the inside of it.the bottom of the enclosure had dust-like contamination inside of it.air inlet seal had yellowed and there was white dust-like contamination on it.the sound abatement foam was intact and had heavy dust-like contamination on top of it.the outlet port of the side panel had dust-like contamination on it.water tank had extreme evidence of potential mineral deposits inside of it.water tank inside lid had potential mineral deposits on it.there is unknown dust-like contamination on the bottom of the enclosure and the heater plate.also unknown potential liquid stains on the inside sides of the enclosure. Flip lid seal had potential mineral deposit stains on it.the underside of the top enclosure mount had unknown brown contamination on it.the air inlet seal had yellowed and had unknown tiny fibers on it.the dry box seal had potential mineral deposit stains on it.the enclosure screws holding down the bottom of the enclosure had corrosion on 2 of them.bottom of the enclosure and under the heater plate has dust-like contamination and potential tiny fibers.the humidifier heater plate was not getting warm during therapy.the testing with the heater plate by measuring the thermistor and the heater plate resistances. Both were within the specs. Since the heater plate resistances showed within spec, the issue with it not working is most likely due to a defective pca.the confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam.also was able to confirm the complaint of the device alarming and not functioning properly. The main issue with this device has to do with the iso port getting clogged with dust hairs/fibers and other unknown contamination, most likely brought in from the device's surroundings through the air inlet port. It is very likely that the air inlet foam filter was not being used at all times.the secondary issue is with the heater plate not getting warm most likely due to the pca being defective.the device's downloaded event log was reviewed by the manufacturer and found one thousand twenty four erorrs.the manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in this device.in this report, section d9, g3, h3, h6 has been updated or corrected.